Manufacturer narrative:
There is no allegation or indication of any system or component failure or malfunction. The patient has a history of previous explant due to infection (see MDR 3015425075-2023-00182) and the replacement system was likely implanted in a slightly different location than the original system had been, thus leading to inadequate pain relief and subsequent request for explant. The new trial targeting a slightly different nerve location was successfully completed and the patient is scheduled to move forward with a new permanent system implant.

Event description:
On (B)(6)2023 the patient was implanted with a nalu peripheral nerve stimulator system targeting the sciatic and sural nerves to treat foot pain. Patient reported not receiving adequate pain relief from the system and sought a second opinion from another physician who is familiar with the nalu system. On (B)(6) 2024 a surgical procedure was performed in which the existing nalu system was explanted and a trial system was placed to target a different location along the sural nerve to try to gain better pain relief for the patient.